Event description:
It was reported that on the device's posterior paddle, the user saw a spark in the part that connects to the handle. Also, there was no reading on the simulator. There was no patient use associated with this event.

Manufacturer narrative:
The customer wanted the part number for a replacement paddle. Physio-control informed customer that the posterior paddle had been discontinued. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.